Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Note: the manufacture date for the reported lancing device is unknown.

Event description:
The customer's mother reported that the customer's freestyle flash lancing device would not penetrate the customer's skin properly. The customer was not able to get a sufficient amount of blood to receive a glucose reading on their freestyle lite meter. The customer experienced a delay in treatment and symptoms of hypoglycemia such as sweatiness, dizziness and was non-respondent. The paramedics were called and they treated the customer with unknown intravenous fluids and they took the customer's blood glucose level with their meter; however, the glucose reading is unknown. The customer was not transported to a health care facility. There was no report of death or permanent impairment associated with this event.